Event description:
Upon deployment into a 20mm diameter vein, the dome did not form properly. The deployed dome appeared oblong shaped. The filter feet adhered to the wall. No add'l procedure was necessary.